Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3710 disposable drill guide kit and (qty. 2) of an ar-3770sp hybrid knee fibertak anchor failed while implanting using the drill guide kit. No further information was provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 02/11/2025: the ar-3710 disposable drill guide kit did not remove enough bone. It did not produce debris. The (qty. 2) of an ar-3770sp hybrid knee fibertak anchor would not insert into the bone and would just bend when being hammered in. No instrument or implant broke during this issue. The case was completed using a 4.75 swivelock mpfl kit. There was no case delay or added anesthesia. There was no adverse effects on the patient reported. This occurred during a mpfl procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.